Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no particular cause of ramsey hunt syndrome. After neuro ruled out any strokes or possible cause subject as transferred and ent diagnosed patient with ramsey hunt syndrome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline, rist radial access catheter, and phenom 27 catheter had complications. Patient presented to emergency department with complaints of left facial droop, tinnitus, and left-sided facial/ ear pain. Cta head/neck was negative for lvo. Ent is confirmed ramsay hunt syndrome. The patient was hospitalized from on (B)(6) 2024. Started on valacyclovir and steroids for total of 7 days. The event resolved with sequelae. The event was possibly related to study procedure. Baseline aneurysm characteristics: side (hemisphere): right. Of ica: c5. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 4mm. Aneurysm dome height: 4mm. Aneurysm dome width: 3.5mm. Aneurysm neck size: 1.7mm. Parent artery diameter distal to aneurysm: 3.9mm. Parent artery diameter proximal to aneurysm: 5.8mm. Complete neck coverage at the end of the procedure.